Event description:
The tip of the guide wire separated inside the patient. There was no report of resistance being felt at any time during use. It was stated that the tip seemed to unravel and seemed to separate for no reason. The guide wire had been placed in the periphery to treat the sfa and the tip was sticking into the aorta. Surgery was performed in 2006 to remove the separated piece of the guide wire. There was approximately 35cm of tip removed. The patient is reported to be well at this time.